Event description:
It was reported that on (B)(6) 2024, the patient, with a history of chronic ischemic heart disease and st elevation myocardial infarction (stemi), had two xience skypoint (2.25.x15 and 2.25x28 mm) stents implanted. On (B)(6) 2024, the patient was re-admitted with chronic ischemic heart disease and thrombosis of the stent. Percutaneous transluminal coronary angioplasty was performed. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of thrombosis is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.